Event description:
A physician reported that his patient had the essure micro-insert placement procedure on (B)(6) 2010. An essure confirmation test (3 month hsg) revealed that the micro-inserts had perforated the patient's fallopian tubes and were located in the patient's abdomen; the patient was asymptomatic. The physician removed the micro-inserts laparoscopically and performed a tubal ligation. The doctor stated that it was necessary to remove the micro-inserts to prevent injury to the patient. The physician stated that the micro-inserts appeared normal following removal.